Event description:
It was reported that during a percutaneous transluminal angioplasty treatment procedure, a balloon rupture occurred. Vascular access was obtained using a contralateral approach. The 99% stenosed target lesion was located in the calcified and moderately tortuous left superficial femoral artery. This 3mm x 20mm x 144cm coyote es mr balloon catheter was advanced and inflated to 14atm. The coyote balloon ruptured at 14atm. The procedure was completed successfully with a 4 x 60mm sterling mr balloon. No patient complications were reported and the patient's status is good.

Manufacturer narrative:
(B)(4).device evaluated by manufacturer:the complaint device was not returned for analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical/procedural factors.(B)(4).